Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged.

Manufacturer narrative:
This event was determined to be supplemental information and will be submitted under MFR # 2916596-2025-05747.

Manufacturer narrative:
A4: patient weight not provided. D4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient described shock-like sensations when the system controller was against bare skin, and denied any water being present. The patient placed a barrier of cloth between the controller and skin to prevent experiencing shock and tingling.